Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Clear passage testing was performed and passed successfully with no issues relating to the reported condition. Visual inspection was performed and verified the reported condition of damaged luer connector. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a clearlink systems continu-flo solution set was smashed. It was not round and could not be connected to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.